Event description:
After unpacking the canister, it was noticed that there was a crack in the canister. The canister was not used and was destroyed. Another canister was opened and used for the procedure successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.